Event description:
It was reported that the pump touch screen was on, but the display remained black. There was no adverse impact to the customer's blood glucose level as a result of the issue. The customer reverted to an alternate method insulin therapy.